Event description:
Patient with left ventricular assist device (lvad) therapy for 61 months and known chronic gi bleeding post-lvad implantation, presents with anemia/melena. Patient has been off aspirin since 2013, and coumadin was stopped a few months after the aspirin. Extensive gi workup failed to identify bleeding source. Patient has since declined further gi procedures. Patient receives blood transfusions in the outpatient setting at least once every month or two (1-2 units of blood each visit; we do not report outpatient transfusions to the FDA). During this current gi bleeding event, patient received 4 units blood, and our team began discussion regarding thalidomide therapy for the management of this bleeding; we have not committed to thalidomide therapy at the time of this report.